Event description:
It was reported that the purple hub of a turbo-ject® single lumen power-injectable PICC separated from the extension tubing. The device was inserted on (B)(6) 2021 in the left brachial vein of a 76 year old, bedridden patient who was accommodated in the facility's "long stay." The indication for placement was for the occasional infusions of red blood cells or platelets. The line was maintained with infusions of nacl 0.9% 1 liter/24h. An adhesive bandage was used to secure the line to the patient. Approximately two months after insertion on (B)(6) 2021, the caregiver noticed that the infusion had been interrupted during washing. A complete separation of the line had occurred, with the internal tubing remaining in the arm of the patient and the externalized portion protruding from the arm. The hub and valve were still connected to the infuser and fluid bag. The tubing was then clamped and the physician was notified. As no bleeding was observed, the physician removed and replaced the PICC line. The length of the catheter outside the body measured 2cm. A positive pressure valve was placed on the PICC line. No ancillary devices were attached to the line at the time of failure.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6- annex g. Investigation ¿ evaluation. Ch de colmar (france) informed cook that on (B)(6) 2021, the hub of a upics-5.0-CT-nt-1111 (turbo-ject power-injectable PICC) from lot 13939314 separated. The product was in place for 66 days before failure and was secured to the patient with a statlock. The PICC line was removed and replaced; it was reported that the patient did not experience any additional adverse effects. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection of the returned device, were conducted during the investigation. Cook received one used turbo-ject power injectable single lumen PICC for investigation. A visual examination noted that the hub was detached from the extension tube. As the hub was detached from the extension tubing the failure was confirmed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A search on the component lot and raw material lot found no related non-conformances. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: intended use: ¿the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated.¿ warnings: ¿the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table.¿ turbo-ject power injectable PICC dynamic and static pressure results: ¿ *maximum flow rate pressures are determined with pump safety cut-off set at 325 psi, using contrast media with a visocity of 11.8 cp.¿ how supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, no product returned, and the results of the investigation, the cause for this event is related to device design. A CAPA was previously opened to further investigate this failure mode and concluded that the root cause is related to inadequate flexural strength in a previous hub design change. Investigation further found that the devices were manufactured to specification and there was no evidence of lot-related issues. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.